Manufacturer narrative:
Further information was requested but not received.

Event description:
During a routine device exchange procedure, the right atrial (ra) lead was capped and replaced due to episodes of oversensing due to noise resulting in inappropriate mode switching. Lead insulation damage was suspected. The patient was stable.